Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the hypotube and a complete hypotube separation 58cm distal of the strain relief. An inflation device filled with water was connected to the remaining distal end of the device by attaching a touhy and a stopcock to the end of the separated hypotube. When positive pressure was applied, the balloon was able to be inflated immediately with no leaks or issues. Product analysis did not confirm the reported event, as the balloon was loosely folded indicating that it was able to be inflated at the facility and during functional testing the balloon inflated to rated burst pressure with no issues immediately and fully.

Event description:
Reportable based on device analysis completed on 16-dec-2020. It was reported that slow balloon inflation occurred. The 75% stenosed target lesion was located in the middle left circumflex coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was used. However, the balloon could not fully inflate. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft detachment.